Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Cause was not known. Customers daughter brought orange juice to consume and the emt's were called and gave customer a power bar to consume to address bg. Reportedly, the customer was incoherent. Recommendation was made to consult with a healthcare provider regarding diabetes management.